Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead had presented to the hospital for an unknown reason. The physician had suspected a pericardial effusion. The physician elected to reposition the lead, however due to the number of cycles attempted the helix of the lead would no longer extend. The lead was removed the lead and successfully implanted another right ventricular (rv) lead. There was no additional adverse patient effects reported. An attempt to obtain additional information from the field was made regarding the pericardial effusion and the reason for the lead repositioning. Additional information was received that the pericardial effusion was not confirmed.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip were performed. Visual observation found the helix of the lead to be extended and stretched. Dried body fluid in the mechanism was also noted. Evidence found during testing suggests the helix out not retract most like due to the dried body fluid that was found.